Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 9 months due to prosthetic aortic valve endocarditis. Per the healthcare provider, there was no malfunction of the edwards valve. The op report indicates that this patient had initially done well after aortic valve replacement, until recently when he was found to have positive blood cultures for streptococcus mitis. Echo showed questionable aortic valve endocarditis with vegetation potentially on the ventricular surface. Therefore, repeat aortic valve replacement was performed. During explantation of the valve, there was no root abscess noted; most of the prosthetic vegetation was adjacent to the left and right coronary cusp, mostly on the ventricular surface. The device was replaced with another edwards bioprosthetic valve. Postop tee showed a good technical result with no ai noted. Patient was transported, intubated, and hemodynamically stable to the surgical ICU.

Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Although the root cause of this event cannot be confirmed with the sample device, the healthcare provider has indicated that there was no malfunction of the edwards valve. The op report also documents positive blood cultures for streptococcus mitis. No further actions are possible with the available information.